Event description:
Patient had hip revision surgery. The encore 28mm head and acetabular shell was replaced with a 36mm zimmer head and corresponding zimmer acetabulum. The surgeon elected to not replace the encore foundation stem.